Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.4. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the system began delivering insulin to the patient, without being requested. There was also a system alarm mentioned, but details regarding alarm were not provided. Blood glucose levels were not reported. Medical treatment was not required. It was also reported that the patient uses the omnipod application on their smartphone to control their omnipod system.